Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller added that they used to be able to go 9-10 days between charges before the implant would go dead, but now they are only getting 4 days. Caller stated that they just noticed this within the past week. Caller denied making any changes to programming. Agent reviewed implant battery depletion is related to programming and advised caller to monitor the issue and follow up with their healthcare provider if the issue persist. No symptoms were reported.